Manufacturer narrative:
Manufacturing site evaluation: the device shows a brittle fracture. Fatigue can be ruled out, since no cyclic loading is present. The breakage happened due to mechanical overloading, probably caused by bending. There are no indications for a product or material deviation.

Event description:
During an acdf procedure the tip of the screwdriver broke off while inserting the screw into the patient. The tip "flew off" and was never found. Surgeon questioned if this is a result of "metal fatigue". The set is old and is used frequently through out the week. No additional intervention was required, including x-ray as the surgeon visually saw the piece exit the wound; however, the piece was not found. The patient was not injured adn surgery was not delayed as another device was readily available.